Event description:
A dosimetrist called regarding a plan that did not save properly (customer's perception) and allowed the radiation therapists (rtt's) to mode up and treat the original plan (now retired) instead of the newly revised plan (treatment approved). The patient was treated correctly, as it was the same plan with added fractions only, however, the customer is concerned that in a different scenario, the plan may have been completely changed. One should not be able to mode up a retired plan.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.